Event description:
Complainant alleged that during training by the staff, the device displayed a"short detected" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not received at zoll medical corporation for evaluation. Instead, the device data log was provided. The customer's report cannot be confirmed without the evaluation of the device and accessories. The customer's report was not replicated or confirmed by the device log. No trend is associated with reports of this type.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 model # updated, d4 catalog # removed, and d4 primary UDI # updated (justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation). The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to an ECG shield on the ECG board that was incorrectly assembled. The ECG board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.